Event description:
Locking connection securing the guide and catheter of the covidien, edge firm tip, endobronchial procedure kit, 180 catheter, would not disengage. Another "like" catheter was then utilized to complete the procedure without incident. Covidien representative (B)(4) present.